Event description:
The customer reported that the ventilator did not notify the staff that the patient circuit became disconnected from the ventilator. Acoustical alarm was generated, but the staff reported that a visual "tidal volume high" alarm was displayed and not an "airway pressure low" alarm. The patient allegedly sustained hypoxic brain injury.

Manufacturer narrative:
A device check was performed on site and it was verified that all alarms were functional. The log files were downloaded and analyzed by the manufacturer. The logbook analysis revealed that the evita xl has recognized the change of ventilation conditions and posted several appropriate alarms during the time of this event. The evita xl is designed first to compensate leaks as long as the loss of volume is not too much. As for this compensation the delivered volume is increased, also "tidal volume high" alarm can be generated. The logbook analysis shows that also alarms for "airway pressure low" and "apnea" were posted during the time of the leakage condition. All alarms, their possible causes and remedial measures are described in the instructions for use. The manufacturer comes to the conclusion that the evita xl behaved as specified during the reported event. No device failure was identified.